Manufacturer narrative:
Examination was not possible, as the devices will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported that during a rotator cuff procedure the device would not release, and the only way to remove it was to destroy the device. No reported patient injuries. No other complications were noted.